Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. Date of event: date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an advanced evaluation trial patient with an external neurostimulator (ens) for urge incontinence and non-obstructive urinary retention. It was reported by an advanced evaluation patient that they felt stimulation in their lower stomach and pelvic area. On (B)(6) 2019, the patient stated that they had trouble emptying their bladder the night prior to the call and they had to strain really hard to start urinating. On (B)(6) 2019, the patient stated that their wires had caught on their shirt and they may have ripped out of their back. The patient contacted their surgeon¿s office and the surgeon referred them to their manufacturer representative (rep). On (B)(6) 2019, the patient stated that they had tugged on their wire the day prior to the call and thought it had moved since the bandage had pulled off during this incident. The patient stated that they had been seen in their surgeon¿s office for this issue and stated they were told everything was still intact. On (B)(6) 2019 the patient stated that it was extremely difficult to void and stated that since the wire got caught on (B)(6) 2019 (tuesday,) all their symptoms have returned and that everything was ¿just terrible.¿ the patient stated that the device had quit working. There were no further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID (B)(4), lot# unknown, serial#, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp): when asked the cause of the trial patient feeling stimulation in their lower stomach and pelvic breathe hcp responded the patient had been concerned about pulling the temporary lead at home, and the manufacturer's rep assured her she did no damage. The patient was evaluated with no complications noted, and spoke with rep about concerns. There were no further complications reported.